Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-17625. It was reported the pt's scs ipg has been non-functional for approx 3-4 years. Subsequently, communication with external devices cannot be established. It was also reported prior to the scs ipg becoming non-functional, the pt experienced hearing while charging. Surgical intervention will be taken at a later date to address the issue. On 08/01/2012 st. Jude medical, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.